Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) /2021.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from march 26, 2020 - march 27, 2020. H10: forty-seven (47) actual samples were received for evaluation. Unaided visual inspection was performed did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed and loose white foreign matter was observed inside the bag of one sample and loose dark foreign matter inside the fill port of another sample. Additionally, loose white foreign matter was observed inside the fill port connector with thread damage of third sample. The 3 samples with foreign matter were further analyzed using micro-fourier transform infrared (ftir) spectroscopy, energy dispersive spectroscopy (eds) and polarized light microscopy (plm) as needed. The two loose white particles found in a bag were identified to be acrylonitrile butadiene styrene (abs). The loose dark particle (flake) found in the second bag was identified as carbon, oxygen, nitrogen and titanium. The light colored (clear) particle seen in the connector of the third bag was identified to be paper. The reported condition was verified for 3 samples; however, not verified for 44 samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign particulate matter (pm) was observed within forty-seven (47) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was observed with the fill port of the bags. Twenty-eight (28) bags were found with black foreign material and nineteen (19) bags were found with white foreign material. The pm was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.